Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample and/or lot number were provided. Further investigation of the complaint is not possible without a sample and/or lot number. The reported defect was unable to be confirmed. The actual defective device is valuable tool in investigating the cause of this incident. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Event description:
As reported by the user facility: incident description: pt had norepinephrine tee'd into the stopcock of a tko infusion. The norepinephrine pump was in standby during my safety check this morning and remain off until the standby time expired. While I was on break the norepinephrine started infusing (at a low dose of 0.01mcg/kg/min). This was noticed when back from break as buddy rn let user know that norepi line was alarming about air in line. Pt's blood pressure was within goal (124/63 (93)) and no adverse symptoms were noted. The stop cocks were switched to off, but the pump did not alert user or covering rn before resuming infusion. Upon investigation, user noticed that a pump cannot be turned off while a line is in situ, it can only be put on standby. This is dangerous as we often have infusions on stand-by incase we need them in the future. Not being forced to set a standby timer would be beneficial as it would prevent errors such as this from happening again.